Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2014 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level and corrosion involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re: represents a female patient dob (B)(6) 1956. Event description for pi states: ...lawsuit ...implanted with an lfit anatomic cocr v40 femoral head ... Left hip ... Suffered injuries as a result of implantation and explantation of the device ... Device recall and excessive levels of chromium and cobalt in her blood." Event description states: " ...lawsuit ... Implanted with an lfit anatomic cocr v40 femoral head ... Right hip ... Suffered injuries as a result of implantation and explantation of the device ... Device recall and excessive levels of chromium and cobalt in her blood." Date of implantation (B)(6) 2014 and explantation (B)(6) 2019. Date of implantation (B)(6) 2018 and explantation (B)(6) 2019. (B)(6) 2014 implant sheet left tha stryker products: 54 trident shell, 3 screws, accolade stem, v40 36mm femoral head. (B)(6) 2019 operative report "revision left tha ..." Pre-op diagnosis: "failed left tha. "Spinal anesthesia and post-lateral approach. "...cobalt ... Elevated to 9.1 chromium was 0.1 ... Pain in the buttock, pain with ambulation ... Opposite side loose femoral component replaced with good result... Black mass of debris most likely due to metallosis ... Removal of -5 36mm cocr femoral head ... Black debris on taper ... Taper no significant damage ... Acetabular liner removed ... Shell and femoral component ... Well ingrown ... New poly liner with 20 degree lip ... 0 biolox head with a sleeve ... Uncomplicated surgery." No clinical or pmh, no patient demographics, no primary tha operative reports or right revision tha operative report, no imaging studies, no laboratory or surgical pathology reports, no examination of explanted components. Based upon the information available for review, it is not possible to confirm either event description nor prepare a medical report for either of these two cases. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: the medical review indicated: based upon the information available for review, it is not possible to confirm either event description nor prepare a medical report for either of these two cases. Insufficient information was provided. Further information such as clinical or patient medical history, patient demographics, primary tha operative reports or right revision tha operative report, imaging studies, laboratory or surgical pathology reports and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2014 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.